Event description:
A customer reported error message ¿4083 d. Lane-x home overrun¿ while running samples on the aia-900 analyzer. The customer powered down the analyzer and restarted, performed an all-set-home, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting the d. Lane-x home overrun assembly, fse found the chain and belt pulley had plenty of dirt on it, causing it not to move freely. Fse cleaned the d. Lane-x home overrun assembly and applied lube to make it move freely. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number: (B)(6) from 05nov2023 through aware date 05dec2024. There were no similar complaints identified during the search period including this case. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4083) d. Lane-x home overrun. Cause: the home sensor s030, which is not supposed to be activated after the dispensing lane moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s030 and also check to see the cause of slipping, and so on, that occurs when pm030 moves to the limit side. The most probable cause of the reported event was due to dirty d. Lane-x home overrun assembly.